Event description:
It was reported that the c-arm over rotated by itself. No injury reported. A field engineer was dispatched to the site and it was determined that the c-arm rotation gear hardware was loose and needed to be fastened. Once this was completed the system was working as intended.